Manufacturer narrative:
The hill-rom technician found the bed exit not functioning correctly due the side com power control board and cable inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2013 and 2014. . It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the side com power control board and cable to resolve this issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from hill-rom technician stating the bed exit is not alarming. The bed was located at the account in storage. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).